Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2010, due to pain and crepitation. The acetabular cup, taper adapter, and modular head were all replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of returned device found the bearing surface exhibits a semi-circular pattern of heavy dark wear marks around a relatively clear burnished central region. The head edge has wear marks and scratches, possibly from subluxation. The articulating surface has numerous dark scratches that suggest foreign particles were trapped in the clearance area and produced the abrasive wear. The source and identity of the third body particles could not be ascertained by visual examination but possible sources might include debris generated by subluxation and/or impingement. (B)(4).

Event description:
It was reported that the patiend underwent total hip arthroplasty on (B) (6) 2008. Subsequently,the patient was revised on (B) (6) 2010, due to pain and crepitation. The acetabular cup, taper adapter, and modular head were all replaced.